Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -3.00 diopter was implanted into the patients left eye (os) on (B)(6) 2023. The patient experienced low vault. On (B)(6) 2023 the lens was exchanged for a longer length lens of different power. This exchange resolved the problem. The cause of the event was reported as unknown.